Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the device battery was found to be depleting excessively. A sudden drop in a short period was observed. The patient will be monitored by merlin.net.